Manufacturer narrative:
The wire was discarded at the user facility. The root cause of the event could not be determined.

Event description:
It was reported that during an unk procedure, the polymer of the pt graphix guidewire came off. The guidewire had been advanced into the right tibial artery. The physician was attempting to cross a chronic total occlusion located in the lower leg. The guidewire was in the total occlusion, however, upon removal, the polymer sleeve came off the guidewire. The physician attempted to snare the piece but was unsuccessful. The polymer fragment was left in the patient. Patient status is listed as "ok".